Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue. It was observed that the device had lost power while trying to connect to power with an auxiliary power adapter. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. There were no reports of adverse effects to the patient as a result of the reported issue.